Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 525 mg/dl. The current blood glucose was also same as 525 mg/dl. Customer treated for high blood glucose with pump use. Based on customer report customer does not allege pump was under delivering. The customer also reported insulin pump error after receiving a replacement pump. Customer stated that, the insulin pump was not exposed to a high magnetic field. Assisted with performing displacement test. Test results was no reservoir detected and passed. Assisted with rewinding the pump. Customer stated that, they are able to rewind the pump. Customer stated that, the alarm occurred during basal delivery. The insulin pump error occurred during rewind. Assisted the customer with load reservoir and fill tubing process. Pump error did not occur. Assisted with self-test which was passed. Error table does not indicate the pump should be replaced. Run load reservoir and fill tubing with current set and insulin exited at the qr. Performed displacement test which was passed on previous troubleshoot. Customer stated his active insulin time was at the default 6 hours, customer states he had basal on wrong setting which wasn't delivering any basal. The customer declined to perform the high pressure test. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer advised to monitor and to call back if issue was to reoccur. The insulin pump will not be returned for analysis.